Event description:
A hospital representative reported that there have been two instances of the flexible laser prove getting stuck in the trocar cannula. They either have to push hard to get it through that section, or when they pull the laser probe out of the trocar cannula, the trocar cannula is dragged out with the probe and gets stuck on the laser probe. There have been no patient injuries associated with this report. Additional information has been requested.

Manufacturer narrative:
Investigation including root case analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).